Event description:
A report was received that the pt is experiencing difficulty charging, ineffective therapy and discomfort from the current ipg location. The pt will undergo a pocket and lead revision. The pt's ipg is flipped and the leads location is not covering the pt's pain. The pt underwent the revision and is reportedly doing well.